Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was found to leak from cracks at the tank cover. Inspection showed the tank cover screws had been over-tightened during servicing. It was determined the issue was caused by damage by user.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was found to leak from cracks at the tank cover. Inspection showed the tank cover screws had been over-tightened during servicing. It was determined the issue was caused by damage by user.

Event description:
Information was received that device leaks water. No adverse effects reported.